Event description:
Reported as "catheter broke, defective port".

Manufacturer narrative:
The product associated with this report has been returned, however lab analysis has not yet been completed. Based upon initiated observation of the returned port, it is assumed to be a taper ii. A follow-up medwatch will be submitted once lab analysis is completed. Further information from the reporter regarding serial number and implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." ''Care must be taken band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."